Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected restart or watchdog timeout alarms noted. All buttons functioned properly. No damage was found on the keypad assembly noted. No button error alarm noted. No unlocked lcd keypad connector during our visual inspection. No watchdog alarm anomaly noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms and was reoccurring during normal pump use. Customer reported that insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was unknown, but was 104 mg/dl at the time of call. Customer also received a watchdog timeout alarm anomaly and constant tone, but was not able to troubleshoot due to buttons not responding. Customer was advised that insulin pump would need to be replaced.